Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30433411m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, pericardial effusion was noticed. The effusion was both discovered and confirmed via ultrasound echocardiography. Pericardiocentesis was performed to remove 500cc of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. It is unknown if prolonged hospitalization was required. Physician¿s causality opinion was not provided. No bwi product malfunction was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.